Event description:
It was reported, that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. The device was not evaluated, because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Device received for this event is being corrected from osseospeed 4.5 - 15 mm catalog # 24634 to fixture microthread 4.5st- 15mm catalog # 24354. Lot # is being corrected from 55576 to unk. This is a follow up report for this corrected information.